Event description:
It was reported that t:slim x2 pump battery initially would not charge despite use of tandem charging cable, wall adapter, and confirmed working wall outlet, and pump history showed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for at least 30 minutes, after which pump began charging, and no change of charging supplies was needed; no additional corrective action by technical support was documented.